Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted in the patient's aortic position. In consequent follow-ups, slight paravalvular leakage was observed. On an unknown date, sudden aortic regurgitation from the center part of the valve and the patient was re-hospitalized due to heart failure. On (B)(6) 2021, a re-do aortic valve replacement (avr) was performed and the trifecta valve was explanted. A new competitor's perceval sutureless aortic valve (manufacturer: livanova) was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Explant was reported due to regurgitation and heart failure. The investigation found that all three leaflets were torn. Leaflet 2 and 3 contained calcifications. No inflammation was present. A gram stain on leaflet 2 was negative for bacteria. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, two of the tears were associated with calcifications and one of the tears had degenerative changes to the collagen at the tear site, which could have contributed to the formation of the tear.